Manufacturer narrative:
Unit was received with loose/flush drive support disk. However, unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08715 inches. No compromised force sensor system alarms noted. Unit was received with cracked case at the reservoir tube lip and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker and back address / serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 325 mg/dl at the time of the incident. The customer also reported that the drive support cap is protruding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.